Manufacturer narrative:
The failure analysis and testing department received a fiber optic module assembly p/n 0997-00-1169, serial number (B)(6) with a reported the unit display a fiber optic module failure message. Performed visual inspection of the fiber optic module assembly per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the fiber optic module assembly into failure analysis and testing iabp cardiosave test fixture for testing of the reported problem. Performed and tested the fiber optic module assembly in accordance with procedure and the cardiosave service manual, in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of the unit display a fiber optic module failure message. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the fiber optic module assembly in the failure analysis and testing department per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is "not confirmed". The failure analysis and testing dept. Received part number 0997-00-1169 sn (B)(6) from the supplier. Supplier stated in their failure analysis that they found no issues when testing the part. No failures confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a fiber optic module failure message during the transport of a patient. The balloon was disconnected to move the patient into the ambulance and when reconnected the message appeared. The waveform and pressure reading remained the same as before the disconnect and the iabp functioned properly. The iabp maintained the pressure waveform and pressure readings throughout transport while the message displayed. Upon completion of the transfer, no message appeared on the receiving hospital¿s cardiosave. There was no adverse effect or patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue; however, as a precautionary measure the fse replaced the safety disk, and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.